Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer - a visual and tactile examination found that the first most proximal strut was lifted, distorted and pulled distally. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts from the calcified lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube profile found no issue. A visual and tactile examination found the midshaft extrusion was curled/ stretched for a total of 2.5cm proximal of the port exchange site. This type of damage is likely to have been caused by excessive tensile force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 09sep2016. It was reported that the guidewire exit port was damaged. The calcified target lesion was located below the knee (btk). The 2.5x38mm promus element plus was advanced however was not moving at the calcified lesion. Upon removal of the device the physician noted strong curling at the monorail exit of the stent device. The procedure was completed with another 2.5x38mm promus element plus stent. No patient complications were reported and the patient's current condition is stable. However; returned device analysis revealed stent damage.